Event description:
It was later reported that at implant the right ventricular (rv) lead had high defibrillation thresholds. The rv lead was not implanted and a new rv lead used. The new rv lead had high defibrillation thresholds, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).